Event description:
Primary stability not achieved, no thread tap used. Used versah drills in conjunction to size of implant. When placed, implant spun freely. Had to go to one size larger implant to engage bone.